Event description:
While stimulation is turned on, the pt has a loss of therapeutic effect on the right side. The pt visited her hcp. The deep brain stimulator was replaced. Afterward she was no longer having problems with the implanted system. Reference mfg. Report # 3004209178-2010-03330. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).